Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the tip of the needle broke-off in the patient. Surgeon attempted to retrieve the tip of the needle, however, surgeon was unable to find it. He completed case by using another scorpion needle. Follow-up investigation: procedure was a rotator cuff repair. It was discovered that the needle tip was missing in the middle of the case. Approximately 6-8 passes of the needle had been made prior to discovering the missing tip. Needle was not dry-fired once or deployed prior to use in the surgery. Scorpion jaws were securely clamped on the tissue during suture passing. The needle did not hit bone or the inside of the cannula. Tough tissue was encountered during deployment. No x-rays were taken to locate the missing needle tip. The device was discarded by the facility and will not be returned for evaluation.